Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred mid-procedure when the system failed during a stent boost operation, causing a lag and ultimately stopping the system from performing fluoroscopy or acquiring images. The procedure was completed by a reboot. The philips remote service engineer (rse) checked the device remotely and confirmed the system was unable to perform fluoroscopy. A review of the system logfile confirmed the malfunction of the ippc. Upon functional testing, the rse identified that despite several reboots, the image processing error persisted. The fse visited onsite and confirmed that the patient database was corrupted. To resolve the reported issue the fse reseated all clarity ippc hds and recreated the image store and scheduled an onsite visit for replacement of disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After reseated all clarity ippc hds and recreated the image store, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.